Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to heart problems and a heart attack. The cause of death was respiratory failure. The caller stated that the customer had diabetes complications ¿drastically dropping blood glucose levels that required close monitoring and frequent pump downloads, a kidney transplant, heart attack and heart disease, a stroke, and infection ¿pneumonia with fluid filled lungs. The customer¿s blood glucose was 297 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital 15 days prior to passing. The customer was not using sensors during the time of admission. The caller agreed to return the insulin pump for analysis.